Manufacturer narrative:
Pr (B)(4) - supplemental MDR - needle pulled out of hub. Four sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The needles were straight. The sample was tested for cannula pull force, and obtained result is well within specification. Furthermore, a device history record review was completed for provided lot number 3340120. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: these are provided in a medication that my son takes called gattex. There have been times that the needle has bent trying to get the cap off. Also, the needle has come off in my son¿s skin and when taking the vial of medicine off the syringe ,after drawing it up, it has come off in the bottle. This is just an awful product all the way around.